Event description:
It was reported that the bd vacutainer® cpt¿ cell preparation tube with sodium heparin experienced poor barrier separation. The following information was provided by the customer: material no. 362753 batch no. Unknown it was reported that there is poor separation with the naheparin cpt tube. Separation problem we were looked at bmi of people whose blood didn't separate well. The separation problem doesn't seem to be related to bmi. Lp date: (B)(6) 2018. Patient code: nds669 . Bmi: 14.2 . Cholesterol: 120. Hdl: 20 . Ldl: 71 . Triglycerides: 147. Age: 12.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. However, bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: although no samples or photos were available for evaluation, bd has initiated further investigation through a CAPA to identify the potential root cause(s). CAPA 373360. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd vacutainer® cpt¿ cell preparation tube with sodium heparin experienced poor barrier separation. The following information was provided by the customer: material no. 362753, batch no. Unknown. It was reported that there is poor separation with the naheparin cpt tube. Separation problem. We were looked at bmi of people whose blood didn't separate well. The separation problem doesn't seem to be related to bmi. Lp date: (B)(6) 2018. Patient code: (B)(4). Bmi: 14.2, cholesterol: 120, hdl: 20 ldl: 71, triglycerides: 147, age: (B)(6).